Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained the error indicated a large amount of air had entered into the disposable set. Gts then had the patient cycle power to clear the error and advised them to start over with new supplies. The patient had started therapy without being connected to the patient line. Product surveillance contacted the patient's dialysis nurse who explained the patient did not notify her of the error, but that they had not had any problems since. Product surveillance explained the error and the nurse stated the patient was just retrained the previous month, but that she would follow-up with him. No injury or medical intervention was reported.